Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose was 600 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was determined the loss of prime issue was due to a use error: the patient was not following instructions for use by not priming the infusion set tubing and infusion set cannula; there was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.

Manufacturer narrative:
Follow-up #1: date of submission: 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available black ox data showed one loss of prime warnings at 13:30 (B)(6) 2017 and deliveries resumed at 13:44. The black box indicated that the last basal delivery occurred on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor was found to be detecting the correct force. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked in two places; the ok keypad button was found to be under-responsive; the ok button contact was found to be cracked upon removal of the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.